Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified vessel. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, when negative pressure was applied with the pressure device upon preparation before usage, it was suspected that the balloon ruptured. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified vessel. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, when negative pressure was applied with the pressure device upon preparation before usage, it was suspected that the balloon ruptured. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Device evaluated by MFR: a pcb 5.0/2.0/50 was returned for analysis. A visual examination identified that the balloon tightly folded which indicates that the device was not subjected to positive pressure. The balloon protector was covering the entire balloon section. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied and no leak or no drop in pressure was observed. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.